Event description:
The pump pocket felt "boggy." They were thinking that the catheter may have become disconnected from the pump. They were going to bring the patient to surgery and take a look at the pump pocket site. The manufacturer's device registration system indicates that the catheter was revised. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).